Manufacturer narrative:
Device not returned for eval. Left messages for the account contact person on 10/10, 10/11 and 10/31 - waiting for return of the phone calls. From the description of the event the cord was set on the drape over the pt before it was put in standby mode. There are several warnings in the IFU's for the lightsource, lightcable and scope stating that the light emitting can reach temperatures hot enough that a burn may occur if the device is not used properly. If the device is received or if more info is learned a follow-up report will be submitted with investigation results.